Event description:
Customer called to report that she was not sure if her pod was delivering insulin after placing the pod and her bg raising to the 300's for several hours. No further information reported. The device is being returned for evaluation.

Manufacturer narrative:
The pod was evaluated for damage and/or defects related to manufacturing. None were noted. The distal tip of the cannula was found to be folded in on itself with severe deformation and no visible opening. The cannula tip was found to pass insulin, however, flow was severly restricted. This condition would have contributed to reported symptom (elevated bg levels) during use. This type of damage typically occurs when the patient is very lean and the cannula is fired into muscle. Patients are trained to select an pod placement site consisting of fatty subcutaneous tissue. The product user guide instructs the user to "check infusion site frequently for proper cannula placement." It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issue.